Event description:
Patient reports during surgery on neck in which a codman plate and screws implanted in 1998 were removed, it was discovered that one screw had broken in half. The breakage was not evident on previous x-rays. The surgeon decided to leave the broken portion in place so as not to weaken the vertebrae. However, in placing a new codman plate, the surgeon was not able to secure it with four screws normally used to hold it in place and could only use three screws.